Event description:
A customer observed a vitros alt slide cartridge and a vitros ast slide cartridge that were mis-identified as vitros alc slide cartridges when loaded onto the vitros 250 chemistry system. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. No results were generated from the mis-identified slide cartridges as the customer identified the discrepancy while loading the cartridges. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The customer observed that a vitros alt slide cartridge and a vitros ast slide cartridge were mis-identified as vitros alc slide cartridges when loaded onto the vitros 250 chemistry system. The investigation found no evidence to suggest that user error contributed to this event. There was no apparent malfunction of the vitros 250 chemistry system identified by review of analyzer data log files, however an instrument or software related event could not be ruled out entirely. The investigation was unable to determine a definitive root cause. However, an instrument or software related event could not be ruled out as a contributing factor. The root cause of this event is currently unknown, and the investigation ((B)(4)) is ongoing.